Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d2. The device was evaluated by zoll medical germany. The available logs and photographs of the battery board and suspect device were reviewed. Device history showed multiple battery-related faults and instances of the unit being powered off without electrodes attached, indicating inconsistent storage conditions. A clinical log was available but ended after 26 seconds, supporting the customer's report. The customer reported a dislodged battery, which was consistent with the battery faults recorded in the logs. Inspection revealed the device had sustained physical damage, likely from a drop, and was received with multiple batteries displaced. It is likely that battery dislodgement caused loss of power resulting in the reported red x indication and device shutdown during a high-energy charge attempt. The device subsequently powered on and passed battery testing when the battery string was intact. The reported event was attributed to battery displacement associated with physical damage to the device. The device was scrapped after testing due to age. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while monitoring a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.